Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 gram, ongoing, route and frequency not reported) and gentamicin injection (20 mg, ongoing route and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event and pd therapy was ongoing. Pd therapy was ongoing. No additional information is available.